Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The clinic provided berlin heart with photos of the blood pump at the time of the incident, based on which the clinic complaint could be confirmed. The blood pump was then tested for functional performance and met its required performance specification. During initial visual inspection of the retuned pump, no abnormalities could be confirmed. For further investigation, the pump was submitted for an external CT examination. No abnormalities were seen in the CT-scans of the three membrane layers. Particles were noted between the membrane layers the pump was then disassembled for further testing and the membrane. All three layers of the membrane were confirmed to be intact. Graphite agglomerates were found between the membranes, confirming the clinic's report. At the time of investigation, the thickness of the individual layers at all the fixed locations was found to be within specification. No membrane defects could be detected. The pump met its functional specification (100%) and all three layers of the membrane were intact. The cause of the abnormality is most likely due the graphite particles formed by abrasion between the membranes. The resulting graphite agglomerates led to the appearance of bumps between the membrane layers.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2018 until (B)(6) 2019 (19 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Investigation of the affected blood pump is currently ongoing and a detailed report will be submitted upon completion of the analysis.

Event description:
We were informed by our distributor in (B)(6) that graphite agglomerates were visible between the membranes of the left excor blood pump of a patient supported in the bvad configuration. Berlin heart gmbh clinical affairs recommended an exchange of the affected blood pump. The affected blood pump was exchanged in the clinic by trained personnel. The exchange was performed without complications and the patient is doing well.